Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported perforation (atrial septal defect). The reported death was due to procedural conditions. Perforation and death are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 4 degenerative mitral regurgitation (mr), heart failure, and an enlarged atrium. An echo-guided vein puncture was performed in the right groin. There were difficulties advancing the non-abbott guidewire, but it was able to advance into the inferior and then superior vena cava after changing to a different, more stable wire. The mitraclip steerable guide catheter (sgc) and clip delivery system (cds) were prepared according to instructions for use (IFU). The vein was dilated prior to entering the sgc. The mitraclip procedure was performed without difficulties and reduced the mr to grade 1-2. Directly after the cds and sgc were removed, a bidirectional shunt was observed. The atrial septal defect (asd) was closed with an asd-occluder. The patient was sedated longer, but there was no clinically significant delay. The patient was stable. On the (B)(6) 2024, the patient died due to a bleeding hematoma in the groin region. Per the physician the steerable guide catheter did not cause or contribute to the hematoma. The non-abbott transseptal puncture set and dilator caused the hematoma and death. The patient's comorbidities also contributed to the death.